Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer allegedly received the following results, with two different meters, within 10 minutes: "hi" (mobile, which indicates a result in excess of 600 mg/dl) and 188 mg/dl (aviva). No adverse event reported. Return of the suspect device was requested for evaluation.